Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The lot number of the complaint device was not provided. A ship history review identified that there are 3 possible lots for this product. A lot history record review was completed for these lots. There was no nonconformance recorded in the lot history. Specific actions for this failure mode was being managed and documented in the maquet CAPA system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small portion of the c-ring burned off, a very small silver (about the size of a finger nail silver) was left inside the pt. The hospital determined that it would be more traumatic to the pt to explore the leg and find the piece than to leave the sliver alone. The same device was used to complete the procedure. The product is not returning. The hospital was unable to provide an event date other that it happened one month ago.